Manufacturer narrative:
This report is submitted on august 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and facial nerve stimulation, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The cochlear implant was evaluated on may 18, 2018 using the integrity test system. The results are consistent with a device malfunction.

Manufacturer narrative:
This report is filed on may 29, 2019.